Manufacturer narrative:
Removed b13, add b17.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.